Event description:
"The gdc got stuck during load to the excelsior 150cm 2 tip. After inserted the 6fr catheter to ic, the excelsior shaped was inserted. And this product gdc 18 got stuck into excelsior during load. Therefore all system was removed from vessel. The flash carried out continuously. The trouble was occurred 1st coil."